Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge authorized representative was dispatched to evaluate this unit. The representative inspected the device. The final repair information is pending. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during a routine check the cs100 intra- aortic balloon pump (iabp) had a leak in iab circuit/sensor error code. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Corrected fields: h6 (health effect ¿ impact codes) additional information: event site postal code:330. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced condensate removal module ,safety disk assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a